Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: UDI updated to na d6b. Explanted date g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative. DHR review was completed for the subject lot number 0513873. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 0513873 for similar events and no other complaint was identified. Review completed utilizing keywords: bone loss.

Event description:
It was reported that the implants at tooth sites #3 and #13 were removed due to bone loss. Follow up on (B)(6) 2025 to reconfirm event. Patient presented for uncover of two new implant and the two existing implants at sites 3 and 13 were removed due to excessive facial bone loss. Noted osteoporosis and sjogren's surgical/medical intervention required for permanent damage: implants were removed grafted: allograft placed prior to implant placement.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. H4: device manufacture date unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth sites #3 and #13 were removed due to bone loss.